Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was use-related. The product returned for evaluation was one 6.6fr broviac repair catheter. The sample terminated just distal of the repair site. Usage residues were observed throughout the sample. The material appeared discolored and the over-sleeve markings were completely worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, during hydraulic pressurization a spraying leak was observed near the crimp collar. Tactile inspection of the sample revealed tensile weakness and necking near the crimp collar. Clamping impressions were observed in the vicinity of the weakness. Microscopic inspection of the leak site revealed a small hole in the tubing. The hole exhibited sharply defined edges and a granular split texture. The hole in the tubing was within region of the luer hub barbed stem. The location of the hole and the accompanying weakness and clamping impressions were consistent with damage caused by clamping the catheter adjacent to the crimp collar. Clamping in this region compresses the catheter material between the harder materials of the clamp and the luer hub stem, resulting in catheter damage. The IFU for the original repaired catheter states ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ a diagram is also included in the IFU indicating where the catheter should not be clamped. The repair catheter IFU provides a diagram depicting the ¿clamp here¿ region on the extension tubes.

Event description:
As reported by the facility, there was a pinhole at the white hub and blood in the line.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huzb1779 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, there was a pinhole at the white hub and blood in the line.